Manufacturer narrative:
During the call of the reported event, the user manual was provided to the customer which listed the following ¿restricted shelf life. Do not use the hf cable after one year of usages. ¿ the timeline of use and lot number of the device is unknown. The technical service engineer recommended and suggested on buying a new batch of high frequency cables and discarding all the old one all at the same time to establish a time line for all the cables and that the staff from the hospital has to follow up every year to make sure the cables' age is no more than one year of circulation and usages. In general, the user also has to perform inspection to checking the cable s appearance and functionalities before usages to ensure the patient safety. The hospital biomed can check on the resistance check of the hf cables and look for irregular resistance reading of the hf cable's internal integrity. The customer understood the recommendation and will distribute the guidelines accordingly. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus technical support engineer was informed by the fire safety coordinator at the user facility via telephone that the high-frequency monopolar cable caught on fire during a procedure last month. The lot number of the suspect cable is unavailable. The fire was distinguished quickly. No death, injury or harm was reported to olympus.

Event description:
The customer stated they were unaware of the cords having a one year life cycle. They have has since removed all of the cords from inventory since receiving all brand new cords from olympus, and will be cycling them out prior to the one year life cycle. Two incidents have been reported for the a0393 hf-cable. For this report, patient identifier (B)(6), the reported event occurred during a transurethral resection of bladder tumor. The lot number of the suspected cord is unknown but is available for evaluation. The procedure was completed without further issue with another similar device. There was no delay and no reported injury to any staff or the patient. The cautery device was actually inspected one week prior by concord hospital biomed engineering, and the specific cord is visually inspected prior to each use, in addition to a visual inspection in central sterile supply. The device has not been serviced by a third party. Patient identifier (B)(6) will capture the second incident.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5 - updated with information received from the customer. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, it is very likely that the age-related wear in connection with repeated extreme bending or tensile loads most likely led to the breakage of single or all the wires in the cable. This can cause a voltage spike at the damaged area when the generator is activated which may result in a spark and complete disconnection of the plug. The specific cause of the event was likely due to age-related wear in connection with improper handling. The service life of the cable is limited to 12 months. After this time, the cable should no longer be used. The following information is stated in the instructions for use regarding proper handling of the device: "additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20nm), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable." Olympus will continue to monitor field performance for this device.